Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the drive manifold had an intermittent leak. To fix the issue, the fse replaced the drive manifold, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a "low vacuum alarm". The iabp was swapped out for another known working iabp. No patient harm, serious injury or adverse event was reported.